Event description:
Dealer called in and stated his tech advised him there was a cord cut on the consumer power chair. Per dealer the tech did not advised him on where the cut was made. Dealer stated there were no injuries nor any issues of abandonment alleged based off the incident.